Event description:
Reportedly, the result of the ventricular sensing test was very low without having an r-wave that was that small throughout the test. Furthermore, there was the absence of aida (diagnostic data) at the start of the follow-up.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please find below a summary of the analysis provided to the subsidiary: this represents (for the alizea platform) an ¿unknown¿ issue, in which at the beginning of the test an r wave is detected by the device, with an erroneous low amplitude. Even though by specification the first r-wave is not displayed on the programmer screen, it is taken into account and therefore appears as the minimum value. The warning on low r wave amplitude is triggered when the minimum detected amplitude is less than a threshold which is twice the programmed sensitivity value. This warning is re-evaluated after programming parameters, and also at the end of each sensing test. At the beginning of the sensing test, the device has incorrectly measured the ventricular amplitude (underestimation). The problem may be linked to a bad interaction between the hardware and software of the device. Aida is missing because holter memories were not activated. The idf (remote follow-up file) from the last remote follow-up on (B)(6) 2022 shows that aida was already missing at that time. Holter memories should have been activated by the programmer when the device was implanted, i.e. On (B)(6) 2022. This operation might have failed (e.g. Due to a communication error), but there is no way of establishing this without the programmer log files from that day. These files were requested but unfortunately not available for analysis.

Event description:
Reportably, the result of the ventricular sensing test was very low without having an r-wave that was that small throughout the test. Furthermore, there was the absence of aida (diagnostic data) at the start of the follow-up.